Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional used the video laryngoscope during a difficult intubation and, when the handle was tu rned on, a blue screen displayed and it did not progress to the video screen. After the battery was changed, the video screen appeared but then went black during the intubation. It was further reported that the handle would not turn on. The handle was tested with known good batteries, but the issue was not resolved. The anesthetist was able to intubate without it in the end as the screen was not reliable. There was no patient injury.